Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as inadequate hand hygiene, characterized by untrimmed and unclean nails. The patient was admitted to the hospital. The patient began treatment with ceftriaxone (1 gram, twice a day), heparin (1250 iu, twice a day) and amikacin (250 mg, once in 2 days) for the event. It was not reported if the patient was retrained on aseptic technique, however the caregiver was asked to trim the patient's nails. Patient outcome was reported to be recovered and discharged from hospital. Action taken with dianeal therapy was not reported. No additional information is available.